Event description:
It was reported that the bd alaris¿ pump module smartsite¿ burette infusion set line broke below the drip chamber. The following information was provided by the initial reporter: "the line is breaking right below the drip chamber... Was there any patient impact or adverse events? New lot 21105039 was not put into circulation.".

Manufacturer narrative:
Investigation summary: a complaint of set breaking at the drip chamber was received from the customer. Photos of the sample were provided by the customer. In these photos, a kink can be seen at the drip chamber and tubing connection. A device history record review for model 10015012 lot number 21105039 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 20oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. As a physical sample was not returned, a definitive root cause could not be determined. Previous investigations of this defect have determined the root cause to be improper coiling of the set during packaging. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ burette infusion set line broke below the drip chamber. The following information was provided by the initial reporter: "the line is breaking right below the drip chamber. Was there any patient impact or adverse events? New lot 21105039 was not put into circulation."

Manufacturer narrative:
H6: investigation summary: a complaint of set breaking at the drip chamber was received from the customer. Photos of the sample were provided by the customer. In these photos, a kink can be seen at the drip chamber and tubing connection. A device history record review for model 10015012 lot number 21105039 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 20oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. As a physical sample was not returned, a definitive root cause could not be determined. Previous investigations of this defect have determined the root cause to be improper coiling of the set during packaging. This incident has been added to our database of reported incidents.